Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 397 mg/dl at the time of incident and current blood glucose level was 529 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer stated that the cannula was bent and blood at side right after she was inserted it. Customer reported that they did not receive medical treatment as a result of the site issue. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for bent cannula. The insulin pump will not be returned for analysis.